Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized in intensive care unit due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 500 mg/dl. Customer stated that troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.